Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received a power error detected alarm. The customer¿s blood glucose level was 2 something, and then was down to 167 mg/dl. The customer states having errors on her pump. Troubleshooting was performed for power error detected alarm and noticed a power error detected recurred within a week of troubleshooting previous occurrence. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display anomaly due to moisture damage on electronics assembly. Unable to performed displacement, rewind, seating and basic occlusion due to blank display anomaly. Device received with moisture damage noted on motor, vibrator motor or battery tube assembly. Unable to verify power error, power loss alarm due to blank display anomaly. Device received with cracked retainer and cracked case at battery tube side.